Event description:
(B)(4). It was reported that the drain broke off in the patient. When removing the drain, resistance was noted. Upon removal attempt of the drain, the tube on the device snapped. Part of the device remained in the patient's knee. Surgical removal was necessary increasing the patient's length of stay.

Manufacturer narrative:
The complaint is inconclusive since no sample was returned for evaluation. Instructions for use state the following precautions to avoid the possibility of drain damage or breakage: (B)(4).